Event description:
A malfunction was reported by the customer, identified as malfunction code 199 in tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which the caller understood and acknowledged.